Event description:
It was reported by a customer that on (B)(6) 2011. The fiber cap detached at 8,942 joules. Per the customer, the fiber cap was retrieved with graspers. Add'l info reported by the customer was during set up the aim test was performed and the beam was visible. The pt did not experience any issues as a result of the event. The user did not experience any injuries as a result of the event.